Event description:
The home pt (hp) reported being diagnosed with peritonitis and subsequently hospitalized after using the homechoice automated pd system for apd therapy. Hp reportedly went to the ER with cloudy effluent and was diagnosed with peritonitis. The hp was prescribed levoflaxacin 500mg po daily for one week and also vancomycin ip on three different occasions. The hp was later relased from the hosp. On 2/02/2002. According to the hp, as a result of the antibiotic levoflaxacin. Pt experienced diarrhea and was again hospitalized for three days. Both the hp and home pt's healthcare professional do not attribute incident to baxter products, however, they do not attribute incident to baxter products, however, they do not know what to attribute the incident to. According to the healthcare professional, she was unable to identify any fault with the hp's aseptic technique for this incident, however, the hp does have a history of noncompliance in following proper procedure.